Event description:
Philips healthcare documented that the customer reported 'can not use normally'. There was no report of patient involvement.

Manufacturer narrative:
Pr3: (B)(4). A follow up report will be submitted once the investigation is complete.